Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and engaged in interlock. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between the I-beam and the sled while the interlock was engaged. The device was assembled and applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection (lar) procedure, when the first 45axt device was used to detach the rectum, the staple burst out and did not form a proper b-shape. This resulted in bleeding, and was sutured manually. Subsequent firings continued with two new 45axt devices, when firing, the handle could not be pressed. The first handle, which had been used when the previous staples burst out, was tried first, but the device still could not be fired after replacing it with a new handle. Both handles could not be pressed. After replacing the handle and reload, firing was successfully completed.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#p4k1164s); egiaustnd endogia ultra univ std stap (lot#p4k1164s); egia45axt egia45 artic extra thicksulu (lot#n4f2071y); egia45axt egia45 artic extra thicksulu (lot#n4f2071y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.